Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported 14 months post lasik, a patient complained of cloudy vision in the right eye for two weeks. Eye felt dry. The patient has a spot on the eye and does not know how long its been there. The patient notices shadows in dark. The patient received three opinions which all recommended the patient have removal of epithelial ingrowth performed. One day later the patient had flap lifted and epithelial ingrowth removed. Three days post flap lift, a bandage contact lens was removed from the patient's eye and interface was noted to be clear.

Manufacturer narrative:
Device history records (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. Review of the logfiles showed no errors or any relevant warnings that could contribute to the reported event. During start-up of the system, the vacuum, the energy and the ablation tests were performed. During the reported treatments, the user needed longer time to get suction but there was no problem with the vacuum. The energy was stable during treatment day. Logfiles showed that the beam control check was done several minutes before the laser fired instead of immediately before firing. Treatment was finished successfully without any issue. No relevant deviation between planned and performed energy was detectable for the reported treatment. The user operated surgery within the optimized settings. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: 2020-04743